Event description:
It was reported that difficulty to recapture device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman closure device and delivery system (wds) were inserted. The wds was deployed, and position, anchor, size, and seal (pass) criteria were not met. When the physician attempted the recapture the wds, the anchor of the closure device was difficult to detach from the patient's pectinate muscle. Additional force was required to detach the anchor. The anchor ultimately came loose from the pectinate muscle and the closure device was fully recaptured. The 27mm wds was removed, and the procedure was successfully completed with a 24mm wds. No patient complications were reported.

Event description:
It was reported that difficulty to recapture device occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman closure device and delivery system (wds) were inserted. The wds was deployed, and position, anchor, size, and seal (pass) criteria were not met. When the physician attempted the recapture the wds, the anchor of the closure device was difficult to detach from the patient's pectinate muscle. Additional force was required to detach the anchor. The anchor ultimately came loose from the pectinate muscle and the closure device was fully recaptured. The 27mm wds was removed, and the procedure was successfully completed with a 24mm wds. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman delivery system was analyzed and the reported event of difficult to recapture device could not be confirmed as clinical circumstances could not be replicated. Visual and microscopic analysis revealed the entire length of the sheath was flattened, and there were abrasions on the inside of the sheath at the tip. The tip was damaged as the tri-cuts were flared, one was folded inward, and the distal marker band was flattened. The observed tip damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy.